Event description:
The customer reported that the buckle will not click shut. This was detected the first time it was put in use. The staff continued to use the restraints. They would lock the buckle by using the key. The hosp has laundered the products once using a laundry bag and following our instructions. The hosp does not use an outside laundry service. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the locks on the ankle cuff do not close with or without the strap inserted in the lock. The webbing and locks appear to be in good condition. (B)(4).